Manufacturer narrative:
The insulin pump passed all functional testing, including the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test, and rewind. There were no unexpected no delivery alarms noted. The test blood glucose meter communicates properly to the pump. The pump was received with a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip, and a dented case. There was no broken off battery compartment noted. There was no corrosion on the case or melted case noted.

Event description:
The insulin pump passed all functional testing, including the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test, and rewind. There were no unexpected no delivery alarms noted. The test blood glucose meter communicates properly to the pump. The pump was received with a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip, and a dented case. There was no broken off battery compartment noted. There was no corrosion on the case or melted case noted.